Event description:
It was reported the haptic on the intraocular lens (iol) bent during insertion of the iol into the patient's eye. The doctor enlarged the incision to remove the damaged iol and implanted a different lens. The incision was closed with sutures.

Manufacturer narrative:
During a retrospective review of the complaint database, it was determined this event met the criteria for adverse event reporting. The iol was inspected and showed a distorted haptic. The lens met all manufacturing criteria prior to release. While we were unable to determine the origin of the damage, our investigation reasonably suggests, it is not manufacturing related.